Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , it was necessary to replace two cs100 intra-aortic balloon pump (iabp) casters as they had damaged rubber. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Additional information: (B)(6). It was reported that cs100 intra aortic balloon pump (iabp) had defective casters. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and says it is necessary to replace 2 balloon casters as they have damaged rubber and fse replaced the casters. Also, according to the conversation with the customer it was decided that 2 lead batteries will be ordered as the customer replaces it every 2 years to avoid any problem with the battery charges and the 2 year period comes in (B)(6) 2024, so it will be replaced when they have the next preventive maintenance in 6 months. Safety disk expires in october 2024 and will be ordered in this service network to allow time for delivery and have all parts in precaution of october/2024. 5000 hours kit was replaced in (B)(6) 2022 and does not require replacement at the moment. Safety disk number: (B)(4)., next replacement with 7810.2 hours or in (B)(6) 2024 whichever comes first, equipment currently has 7046.4 hours of use, therefore it has been used 1236 hours since 10/2022. Hour meter with 7046.4 hours of total equipment use.functional tests have been carried out and the equipment is released for use.

Event description:
N/a.